Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was not confirmed. The parts passed inspection of the outer profile with the exception of some deformed areas where the liner is damaged. This damage likely occurred during the procedure. Product likely left biomet control conforming. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an initial procedure, the surgeon had difficulty seating a liner into the cup. The surgeon tried another liner of the same size, but it also would not seat. Finally, the surgeon implanted a ceramic liner and head. No delay greater than 30 minutes occurred.